Manufacturer narrative:
Exemption number e2017017. (B)(4). Siemens is conducting a thorough investigation of the reported events. As this event is under investigation, a root cause has not yet been determined. A supplement report will be filed upon completion of the investigation.

Event description:
It was reported to siemens that a malfunction occurred while operating the artis q biplane system. During an interventional cerebral procedure, the user reported a small and large focus defect on the b plane. The patient was safely removed from the system and transferred to an alternate system where the procedure was completed. We are unaware of any impact to the state of health of the patient involved.

Manufacturer narrative:
Siemens has completed an investigation of the reported event. The root cause was determined to be a hardware error. The log file analysis shows that the system registered multiple simultaneous errors of the small and large focus of the x-ray tube in plane b prohibiting x-ray release. Although the complaint description indicates focus errors, the detailed investigation showed that the issue was caused by a different hardware error. A pin of the high voltage cable at the cathode of the tube was defective producing the errors. The system was repaired by the local service organization by using the appropriate hv-cable pin set to ensure proper pin contact. The error did not reoccur. The manufacturer is not considering further actions resulting from this event as no systematic error has been recognized.